Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: h6: investigation summary our quality engineer inspected the representative samples and photographs submitted for evaluation. Bd received 26 sealed 22ga x 1.00in nexiva single port units from lot number 2104590. Additionally, four photos were provided. Through the visual inspection no defects were observed with the sealed units. A flow test was performed on a sampling of 20 units where a 10ml male luer lock syringe was used to test the flow of the devices. All units displayed a normal flow rate. There was no occlusion or slow flow rate detected. One unit was also injected into a model vein to try to replicate the reported defect, but no air bubbles or occlusion were discovered. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems experienced air in line. The following information was provided by the initial reporter: nurse reported multiple occurrences of air bubbles. Tested multiple catheters on herself with the same issue, whereupon air bubbles were noted in the line.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems experienced air in line. The following information was provided by the initial reporter: nurse reported multiple occurrences of air bubbles. Tested multiple catheters on herself with the same issue, whereupon air bubbles were noted in the line.